Event description:
As it was reported by an affiliate, a foreign material was found in the pouch of an aviator plus (4.5/20mm) before opening the sterile pouch. The physician found an approximately 7mm long black hair like substance in the bottom of the sterile pouch. The device package was not opened and a different product was used instead. The procedure was completed successfully. The product was not clinically used in the patient. The device will be returned for analysis.

Manufacturer narrative:
As it was reported by an affiliate, a foreign material was found in the pouch of an aviator plus (4.5/20mm) before opening the sterile pouch. The physician found an approximately 7mm long black hair like substance in the bottom of the sterile pouch. The device package was not opened and a different product was used instead. The procedure was completed successfully. The product was not clinically used in the patient and was returned for analysis. One sterile aviator plus .014 4.5x20 142cm was received in its original pouch. A foreign material was found inside the sealed pouch, it appears to be a human hair, and no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of foreign material was confirmed through failure analysis. The exact cause for the failure could not conclusively be determined however; it may be related to the manufacturing process. The complaint was escalated through the risk assessment process and a dpra was opened to address the issue. One sterile aviator plus .014 4.5x20 142cm was received in its original pouch. A foreign material was found inside the sealed pouch, it appears to be a human hair, and no other anomalies were noted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported packaging/pouch/box/ foreign material-in sterile package complaint t was confirmed. The exact cause of the failure reported could not be conclusively determined. The product analysis suggests that the complaint could be related with the manufacturing process of the product, dpra (B)(4) was opened to address this issue.

Manufacturer narrative:
The product has been returned; however, the final analysis is not available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.